Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber would not rotate and the tip of the fiber was missing a piece after 13,000 joules and 2:19 minutes of use. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber tip break was confirmed as the analysis identified a glass cap detachment. In addition analysis identified a glass cap distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. It is probable that the tissue adhesion identified on the metal cap contributed to elevated temperature near the laser beam output window. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, including glass cap detachment and distal circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg - 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual examination with magnification identified that the glass cap was detached, and the remaining section of the glass cap had a distal circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The metal cap exhibited moderate charred debris adhesion on its surface indicative of prolong tissue contact. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. The fiber connector passed the connector segment verification test. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed glass cap detachment and distal circumferential fracture is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment and distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber would not rotate and the tip of the fiber was missing a piece after 13,000 joules and 2:19 minutes of use. The procedure was completed with a second fiber without patient complications.